Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, initially it cut well but the doctor thought that the insulation of the device had detached and that caused minor damage to the duodenum. The doctor exchanged the device and completed the procedure. There was no report of the patient injury.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the coated portion broke and moved to the tip side of the cutting wire. The cutting wire did not break but it bent at the root of the handle side. Also, it was burnt. There were no abnormalities found upon investigation of the manufacturing record of the same lot. As the results of the investigation, omsc assumes that the breakage of the coated portion occurred due to contacting with the metal part of the forceps elevator of the endoscope while the device was inserted into and withdrawn from the endoscope. The exposed cutting wire from the broken coated portion contacted to the unintended tissue while activating the output, which could cause minor damage to the duodenum. This report is being submitted as a medical device report in an abundance of caution.